Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported the customer received sensor scans of 2.20 mmol/l, 3.0 mmol/l, and 5.30 mmol/l as compared to built-in meter readings of 11.90 mmol/l, 13.10 mmol/l, and 16.40 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer consequently experienced symptoms described as ¿lower tentionc¿, nausea, seizure, and a loss of consciousness. The caregiver consulted with a healthcare professional who advised to administer lopin 10 mg and piramil (hypertension) medications as treatment. It was further reported that the customer was diagnosed with hyperglycemia however, no additional treatment was reported for the reported diagnosis. No further information was provided. There was no report of death or permanent injury associated with this event.